Event description:
A nurse reported that "suction problems" occurred during a cataract with iol (intraocular lens) implant procedure. The case was able to be completed with the same unit without delay. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system. The vacuum and aspiration rates were tested and passed testing. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. (B)(4).